Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had audio anomaly. Customers blood glucose level at the time of incident was unknown. Customer states that they are getting weird alarm sounds. The insulin pump will not be return for analysis.